Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a ventilator's sound abatement foam. The patient reported lung disease. Medical intervention was not specified by the patient. Due to potential litigation surrounding this case, no follow up can be performed at this time. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer previously reported was being contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a ventilator's sound abatement foam. The patient reported lung disease. Medical intervention was not specified by the patient. The device was evaluated by the manufacturer's product investigation laboratory (pil) and tech observed via respirator that the unit¿s internal li-ion battery was not charging or displaying an expected voltage, and after a brief operation observed e-193 in the event log. Tech installed a known good internal battery and proceeded to operate the unit on the primary settings with which it was received at pil after connecting it to a test lung. The unit operated without issues or alarms. The unit was connected to an mfts where tech verified failures for proximal pressure, control pressure and monitor pressure. Tech installed an active with pap (2-port) porting block onto the suspect ventilator and retested the unit under group 30 at the mfts. Tech verified failures for neg flow verify, control pressure and monitor pressure steps, while confirming that no proximal pressure verify failures were repeated. Pil tech could not confirm black foam particulates or foam degradation inside the suspect unit after disassembly. After review, tech has determined that trilogy 100 ventilator operates as designed and functions as expected. The sensor board of the unit drifted out of spec due to contamination issues.